Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a generator change-out due to eri, multiple auto-mode switch (ams) episodes due to atrial lead noise were observed. An insulation breach between the suture sleeve and connector sleeve was observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. A complete lead was returned in two pieces measuring 8.5 cm and 43.5 cm. An external insulation abrasion was found at 21.2 - 21.4 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. An external insulation abrasion was also found at 40.2 - 40.8 cm from the distal tip, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The cause of the reported events is due to the external insulation abrasions.